Event description:
It was reported that the patient was having their ins removed to due to an infection at the pocket. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n342971, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Additional information received reported that the stimulator was working perfectly, but had to be explanted because the area around the ins and leads became infected. Additional information received from the hcp reported that perioperative antibiotics were administered. The patient experienced fever, redness, swelling and drainage at the device pocket, but it was not meningitis. A culture was taken, but the results were not provided. The patient was treated with IV antibiotics and the infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).